Manufacturer narrative:
The suspect medical device size code was corrected from -27 to -37. The lot number was unchanged. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative hiv result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 1.4 s/co, repeated in duplicate as 0.9 s/co. And then confirmed positive as 6.7 on another analyzer. There was no impact to patient management reported.